Event description:
It was reported that a cerebral vascular accident occurred. The native annulus diameter average was 20.9mm. Pre balloon aortic valvuloplasty was performed with one inflation of an 18mm balloon. A 23mm lotus edge valve was advanced. Upon deployment, asymmetrical unsheathing was noted. The valve was successfully implanted. The next day, the patient was unsteady walking. When pain medication was discontinued it was realized that the patient wasn't quite right. Computerized tomography identified ischemic stroke in the left cerebral artery. The possible origin was identified as the left vertebrobasilar. No treatment or intervention was performed. The patient has since recovered and is doing fine.